Event description:
It was reported by the user facility biomed-engineer that during testing, the device was ¿not stimulating the nerve¿. There was no patient impact or injury reported.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by the service and quality engineering team. Repair notes: examined the unit. Could not duplicate customers issue regarding ¿no stimulation response¿. Unit screen display was not working properly due to touchscreen scratched. Touchscreen was replaced and software was upgraded to current version 2.0 gui v2014.2.25.1414 dsp v2014.2.12.833. During stim 1 performance tests, unit failed stim output, measured value read 65v which is below acceptable range of 68-85v @ 10ma. The main board and interface adapter board were replaced due to failure. After repairs the device was tested and passed all product manufacturing specifications. The device has been returned to the customer.